Manufacturer narrative:
No components were returned for analysis and review of the history device record was not possible since the lot number was unavailable. Based on the information received, it is uncertain how the infection occurred. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infecton at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt information guide instructs the pt to remove the dressing after 24 hrs and clean the area with mild soap and water and dry the area. The site should be covered with a bandage any changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that following a diagnostic heart catheterization via the right common femoral artery (cfa), the artery was successfully sealed with a 6f vip angio-seal. Thirty-three days later, the pt consulted about skin graft surgery; however, the surgeon decided to postpone grafting and recommended vac therapy. Nine days later, the pt was admitted for an elective colon resection and surgery examination which revealed a fever was present. Gram-positive septicemia cultured were found. The pt was started on IV vancomycin. The source of the infection was not identified at this time. Twenty-one days later, a CT revealed a large pseudoaneurysm of the right groin. The physician reported that 3cm of the femoral artery had been eaten away by the infection. Endarterectomy was performed and the vessel was resected. Good goppler signals were obtained.